Event description:
A malfunction was reported with the pump, identified by code malf 12. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues arose again. The caller acknowledged and understood the guidance given.